Event description:
Olympus received a (B)(4) in which it was reported that during a laparoscopic tubal ligation procedure, the surgeon found a clear plastic disc within the cul de sac of the bladder. The clear plastic disc was confirmed to have broken off from the trocar. The surgeon used forceps and physically removed the disc through the cannula. The piece was found before the surgeon closed the wound. There was no pt injury reported. The pt was discharged the same day.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant info becomes available later.